Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that they "don't know how to configure" their abbott diabetes care (adc) device. Due to this issue, the customer was unable to obtain glucose readings and experienced sweating, migraine, vision issues, dizziness, and a seizure. The customer was provided strawberry jam, fruit yogurt, pineapple juice concentrate, and a slice of whole white bread for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported that they "don't know how to configure" their abbott diabetes care (adc) device. Due to this issue, the customer was unable to obtain glucose readings and experienced sweating, migraine, vision issues, dizziness, and a seizure. The customer was provided strawberry jam, fruit yogurt, pineapple juice concentrate, and a slice of whole white bread for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Customer was unable to configure the reader. An extended investigation has been performed. Visual inspection was performed on the returned reader and no physical damage was observed. The reader powered on with button depression, cable and strip insertion. Reader self test and control solution testing were performed and all results were within specification. The reader was scanned with known good sensor and reader successfully communicated with the sensor. There was no issue with the functionality of the returned reader as the reader functions as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.